Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead suspected p wave under sensing on the presenting electrogram (egm) was noted. It was also suspected that far field r-wave (ffrw) oversensing on the atrial channel noted. The ra lead remains in use. No patient complications have been reported as a result of this event.